Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a review of the device memory confirmed that the charge time had exceeded prescribed parameters. Manual capacitor reformations were performed during analysis which yield two charges time within range. The device case was removed. The high voltage capacitors (hv caps) were visually inspected and no irregularities were noted. Both hv capacitors were dismantled and there were no signs of any irregularities in either of them. The battery was dismantled and analyzed in the battery laboratory. There was no evidence of lithium clusters or any other anomalies. The cause of the clinical observations could not be determined.

Event description:
--

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this device declared a code that indicated a charge time had exceeded 45 seconds. The patient was seen for a revision procedure where the device was explanted and replaced with another manufacture's device. There were no adverse patient effects reported. The device has been returned for analysis.